Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred about 2 hours after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The machine, a fresenius 2008t machine, did not alarm appropriately with a blood leak alarm. The machine was pulled for service and it was unknown if any repairs were needed. It was reported that the machine was not back in service at the time of the call. Blood leak test strips were not used as the leak was visually observed near the hansens. The patient¿s estimated blood loss (ebl) was approximately 150 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient did not complete treatment because it was described as ¿extra treatment¿ and the patient was almost done with the extra treatment. The complaint device is not available to be returned to the manufacturer for evaluation because it was discarded. However, photos of the dialyzer were provided.